Event description:
It was reported that the lead exhibited low impedance and the insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.